Event description:
It was reported by service report that the unit won't zero out and has a broken footboard assembly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: load cell 772, clamshell cover.